Event description:
The surgeon cemented the stem too high and when he checked it, he realized that there was a 2cm difference in leg length. So he decided to change the stem right away.

Manufacturer narrative:
Product complaint #: (B)(4). This product has been discontinued. The 510k is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿the surgeon cemented the stem too high and when he checked it, he realized that there was a 2cm difference in leg length. So he decided to change the stem right away¿ the product was not returned to depuy synthes, however a photo was provided for review. The photo was reviewed, however it only shows the product label of the reported corail cem stem std s11. However, based on the information provided on the event description, the reported misuse allegation can be confirmed. The overall complaint was confirmed as the information available of the event would contributed to reported misuse of the corail cem stem std s11. Based on the investigation findings, the potential cause is traced to user and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.